Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter had an error 2 message issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016. The patient stated she manages her diabetes with insulin (self-adjuster). It is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product; however the patient did state they exercised for 10 years. The patient claims she developed symptoms of "dizzy and blurry vision" on (B)(6) 2016 after the product issue; however the patient denied receiving medical treatment. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, and there was no misuse of the product. The cca confirmed the error 2 message appeared on pressing the power button. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion after the alleged product issue began.